Event description:
While uploading info from the bravo receiver, noticed missing info, and interrupted readings recorded as artifact. Different receivers were involved, but the lot# on all the bravo capsules were the same.